Event description:
Same case as MFR #: 2134265-2012-01282. It was reported that post a percutaneous coronary intervention procedure, stent thrombosis occurred. The patient presented during the index procedure with a myocardial infarction. The left anterior descending (lad) artery was 100% occluded. The lesion was wired, exported, and pre-dilated with a 2.25x20mm maverick2 balloon catheter. Two 2.25x32mm promus element plus stents were implanted and post-dilated with a 2.5x15mm quantum maverick balloon catheter. The patient was discharged. Ten days post index procedure, the patient presented with an st elevated myocardial infarction. Both promus element plus stents were thrombosed and totally occluded. Multiple attempts were unsuccessful at gaining access to the lad with a guide wire. The patient was sent to surgery to graft the lad.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).